Manufacturer narrative:
This event was initially received as a non-reportable loosening event ((B)(6) 2016) but through additional information provided on jan 30, 2017 and the complaint investigation, it was concluded that this event is reportable due to the fracture. Upon visual inspection, an evidence of the fractured abutment screw was observed. The top portion of the fractured screw was returned. The complaint was confirmed. The lot number was not provided; therefore, a device history record review could not be completed. A definitive root cause has not been determined.

Event description:
The dentist reported that ilrght abutment screw of the cylinder was loosening due to the over torque loading of the abutment and the implant connection. Follow up with the clinician to clarify the complaint description and location of the fractured screw fragment. The clinician indicated that the fractured fragment does not remain in the implant and it's location is unknown.